Event description:
Event description guidant received information that this pacemaker patient's right ventricular lead was explanted during a revision procedure eight days after it was initially implanted. While attempting to place another lead during the revision procedure, the helix mechanism failed to extend after numerous placement attempts. The active fixation lead was not implanted and passive fixation lead was successfully placed.